Event description:
Needle breakage. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires of incident once medical device familiy initially reported assuming incident could recur.